Manufacturer narrative:
The manufacturer previously reported alleging a patient experiencing complications with a dreamstation 2 device. The patient alleges the unit will not power on and thinks there may be an "overflow into the humidifier" while using the device. During the event, the patient did not experience any harm. The device was returned to the product investigation lab (pil) for additional testing. Pil performed an external and internal inspection of the device and observed the following: iso (international organization for standardization) port had white dust-like contamination in it. Iso (international organization for standardization) port had potential mineral deposits in it indicating possible water ingress. Heater plate, inlet/outlet seal had dust-like contamination on it. Possible thermal events across the back of the pca (printed circuit assembly) at q3. Potential mineral deposits on top of pca (printed circuit assembly) indicate possible water was on the pca. Ui (user interface) panel discolored underneath from possible thermal event. Dust-like contamination on the blower motor. Potential corrosion on blower motor brass nut indicates possible water ingress. Dust-like contamination at the air inlet of the blower box, the bottom enclosure, heater plate spring and on the bottom enclosure under the heater plate spring, inside the water tank. The source of contamination was most likely external to the device. Pil was able to confirm the complaint unit will not power on. Unit does not deliver therapy. Possibly due to the thermal event. Pil observed 32 errors were logged. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution. Updated the following information: date received by mfg (rfb), evaluation results, evaluation method, component code and conclusion.

Event description:
The manufacturer received information alleging a patient experiencing complications with a dreamstation 2 device. The patient alleges the unit will not power on and thinks there may be an "overflow into the humidifier" while using the device. During the event, the patient did not experience any harm. The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found contamination in the blower box. The ui bezel plus is stained by smoke as well as the heated tube is damaged. The device will not be repaired due to customers request to return the device to pil. If additional evaluation information becomes available a follow up report will be sent.